Event description:
On (B)(6) 2012, the patient contacted animas stating that for the past two months, the ok keypad button was intermittently responsive and required multiple button presses. The patient denied damage to the pump or keypad. The patient reportedly wore the pump in pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling from at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast keypad buttons were intermittently unresponsive; the up and down arrows responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.